Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge circuit timeout occur during end of service (eos). It was noted that the right atrial (ra) lead had occasional far field r-wave (ffrw). The device was explanted and replaced, and the lead remain in use. No patient complications have been reported as a result of this event.